Event description:
The reporter stated that the device functioned correctly during pre-implantation tests. As it was put into actual use the valve deflated and no liquid passed through. After replacing the valve the operation proceeded normally.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.